Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. A 8042u implantable pulse generator (ipg), (B)(6) 2008. A 5568 implantable pacing lead, (B)(6) 2008. A 5076 implantable pacing lead. (B)(6) 2008. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged. The lead was subsequently explanted and replaced with a new lv lead. The patient is a participant in the panorama I clinical study. No patient complications have been reported as a result of this event.